Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2010, that a customer had an issue with an scd express pump. The customer states that an ICU pt developed bilateral bruising on their legs. When the bruising was seen the compression sleeves were removed. After the compression was removed, the bruising began to subside.